Event description:
It was reported that, "while using the instrument, the surgeon commented that it-has done it again. He found that the instrument jumped and jerked when on power and it broke off part of the calcar and compromised the procedure."

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available, a supplemental report will be issued.